Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: g1, h6 (medical device ¿ problem code). The suspected faulty safety disk was returned to getinge's national repair center (nrc) for evaluation. A getinge technician inspected the safety disk per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the safety disk failing the leak test. The safety disk passed testing. The safety disk was sent to getinge's production department per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device the getinge field service engineer (fse) who encountered the issue replaced the safety disk. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. Full event site name: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It has been reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the k6, k6a, k8 leak test. There was no patient involvement, and no adverse event reported.